Event description:
It was reported to the manufacturer by the end user, per the end user two staff members were using the lift on the patient. The patient fell out of the sling due to one strap coming off the cradle. The staff guided the patient to the ground. The patient was sent to the ER and has fractured hips. Complaint# (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.